Event description:
Inform user reported patient blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, on inform system 1 and 86 mg/dl on inform system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for inform system 1, medwatch with identifier (B)(6) is for inform system 2.